Event description:
The customer reported via medwatch report: "pt had cardiac catheterization. A collagen seal was used after the procedure. The pt came here with an alleged blood clot in the leg that required surgical removal. Pathology, on 12/7/99, identified the alleged blood clot as a piece of the collagen seal."